Manufacturer narrative:
Additional manufacturer narrative: the customer replaced a media converter which resolved their issue. No adverse affects have been reported with patients as all were being actively monitored on the central monitoring systems as well as the rns systems. Due to the age of this complaint additional information necessary to conduct an investigation is not readily available; however, CAPA (B)(4) has been initiated to further evaluate the cause of this complaint.

Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 when additional information becomes available.

Event description:
The customer reported that the rns (remote network system or remote monitoring system) was experiencing communication loss.